Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the implant hasn¿t worked for 3 years and hasn¿t been charged for 3 years. The patient noted that she needed an MRI of her pelvic area. The patient was working with her healthcare provider (hcp) to have the device removed. No further complications were reported.